Event description:
The caller reported a malfunction with the pump after placing it in her bra, potentially exposing it to moisture, humidity, or sweat. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to call back if any malfunction code occurs again.